Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. Additionally, a malfunction alarm occurred. A new cartridge was successfully loaded and insulin delivery was resumed. The customer's blood glucose level was 176mg/dl.